Event description:
When lifting resident with lift from gerichair, resident slipped backwards off sling and struck his nose on the screw, resulting in 2 cm laceration. Laceration required surgical repair. The nursing assistants using the lift reported that it was being used according to MFR's instructions.